Event description:
It was reported than an allegation of premature battery depletion was identified during review, with continuous pvc burden noted. Technical service engineering evaluation determined that the insertable cardiac monitor (icm) met expected longevity specifications. It was discussed that programming configuration impacts longevity, specifically that operating without magnet functionality increases bluetooth wake-ups, contributing to higher energy consumption compared to magnet-enabled operation. No quantifiable impact of pvc burden on longevity could be provided. Additional observations indicate frequent arrhythmic event recordings and recurring data transmissions, which may further contribute to overall energy usage. Follow-up communication was attempted and voicemail was left to provide analysis results and request additional product experience information. The icm was explanted and returned for analysis. A new icm was implanted. No additional adverse patient effects were reported.